Event description:
Customer experienced blood glucose measurements within a short period of time that varied more than the accepted 20% variance. Readings were 161 and 119. Exact time lapse between tests was not provided.